Event description:
It was reported that during a routine device changeout procedure, inserting a lead into the atrial connector port of the pulse generator was difficult. Silicone oil was used to connected lead. The device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.